Event description:
On 10/25/2024, an ilet user reported they experienced a low blood glucose (bg) requiring assistance to treat. The event occurred on 10/23/2024. On (B)(6) 2024, the user reported frequent low bg levels and expressed concern over the ilet's performance. The beta bionics customer care agent reviewed the user's ilet data logs and discovered patterns of pre-treating for lows, using meal announcements for correcting highs, overcorrecting for lows, and inaccuracies in meal announcements. The agent provided education on these issues and recommended a follow-up with their remote clinical trainer (rct) to assess the need for a potential ilet reset. The user's bg levels ranged widely, with lows down to 39 mg/dl and highs up to 400 mg/dl, and they experienced dizziness during a low bg event on 10/23/2024. During this event, the user received assistance from a coworker who provided a coca-cola when they were unable to get one independently. The user also uses a steroid nasal spray and reported treating lows with various fast-acting carbohydrates. This is the first of two low bg events reported for this user. This medwatch report details the low bg event on 10/23/2024. A medwatch report detailing the second low bg event on 10/25/2024 is submitted on MFR report#: 3019004087-2024-00630.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. Without specific timing of the reported event the exact cause cannot be determined. Device logs indicate maladaptive behavior patterns as evidence by multiple meal announcements around periods of hyperglycemia on dates prior to the event, multiple "less than" meal announcements, and manual pausing of insulin by the user around periods of hypoglycemia which would all contribute to increased correctional insulin by the device and subsequently increase the risk for hypoglycemia. Audio settings on the device were logged as "off" which likely further contributed to the severity of the event. The user received retraining from their clinical diatebes specialist (cds).